Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with an aborted shock caused by right ventricular lead noise. The patient was admitted to the hospital where the all tachycardia therapy was disabled. A chest x-ray revealed externalized conductors. The lead was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of noise and insulation abrasion were not confirmed. As received, a partial lead was returned in two pieces measuring 13.0 cm and 18.2 cm, respectively. Electrical testing did not find any indication of conductor fractures or internal shorts. The conductor discontinuities found was due to procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: b5 - it was erroneously reported that externalized conductors were confirmed (B)(6).

Event description:
Corrected information received notes that lead fracture was suspected by the physician. However the physician noted that no lead anomalies were found via x-ray or visual inspection when extracted.